Manufacturer narrative:
This report is submitted on may 16, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2017 for testing of the device.